Event description:
Rn was drawing up a dose of an injectable medication from a multi-dose vial to which was attached a vial adapter. The vial was inverted in order to draw up the medication and it began leaking. The rn disposed of the medication, which contained several more doses. The vial adapter is a braun non-vented vial access spike.